Manufacturer narrative:
The customer reportedly discarded the fetal scalp electrode, therefore, the device is unavailable for investigation. Subsequent attempts to collect info and f/u with the customer were unsuccessful. Ge healthcare provided the customer with a reference guide entitled ":application of the corometrics qwik connect plus spiral electrode." The reference guide is included with this report.

Event description:
A customer reported that an infant incurred a laceration during removal of the fetal scalp electrode. The nurse reportedly placed the fetal scalp electrode while the mother was in labor, due to difficulty picking up fetal tones. The fetal scalp electrode placed by the nurse reportedly fell off and the doctor placed a second fetal scalp electrode. The mother was taken to the operating room for an immediate caesarean section due to subsequent decreased fetal heart rate while pushing. A nurse reportedly removed the fetal scalp electrode vaginally prior to the caesarean section. It is unk whether the same nurse that placed the fetal scalp electrode removed the device. Afterward, a pediatrician noted a superficial laceration similar to a laceration experienced by a surgical cut during a caesarean section. The laceration was located on the posterior portion of the head, not midline. Two sutures were reportedly placed due to caput and oozing.